Event description:
In 2008, boston scientific corporation was informed that during an endoscopic retrograde cholangiopancreatography (ercp), the cutwire was in a neutral position and bowed below the sphincterotome. When the user tried to bow, it would not bow up properly. A second hydratome rx sphincterotome was used and it would not bow up properly and keep it's position. When the user was trying to inject, it would keep moving when they did not want it to move. A third of the same device was used to complete the procedure without any patient complications. Patient is "fine." Refer to associated manufacturer report # 3005099803-2008-06622 for a description of the first event.

Manufacturer narrative:
.